Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a flashing white display and beeping. The customer reported a blood glucose value of 64 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-7040a, mmt-1884, mmt-332a, mmt-242a. Troubleshooting was performed and the customer reported that the screen was not displaying a flashing medtronic logo. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. Mmt-1884 was requested and the customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-242a. The customer will discontinue to use the mmt-1884.

Manufacturer narrative:
Pump received with a constant blank flashing white light display and constantly beeping due to vertical cracked lcd controller. Unable to perform the self-test and displacement test due to a constant blank flashing white light on the display. No moisture damage noted to electronic assemblies or motor assemblies per visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, corroded battery tube, cracked vertical lcd controller. Flashing white display and constantly beeping was confirmed due to vertical cracked lcd controller. Unable to test for reported harm due to flashing white display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.